Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the blades were damaged and the bearings were worn. This was attributed to normal wear. There is no additional information at this time.

Event description:
The customer returned the device for service, reporting that the pressure relief valve needed to be fitted. This is report 1 of 1 for complaint #(B)(4).